Event description:
Related manufacturer report number 2017865-2022-47188. Related manufacturer report number 2017865-2022-47190. It was reported that during a follow up in clinic, right ventricular and right atrial noise due to electromagnetic interference (emi) were noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise due to electromagnetic interference (emi) event was sensed by the device.